Event description:
It was reported that when using the bd pyxis¿ medstation¿ es carousel was frozen and unable to pull medication. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system carousel had issue and screen was frozen and unresponsive. A technical support specialist (tss) stated that the customer was using windows 11 and plx version 1.2.8 (2.4.0). The tss applied knowledge article (ka) plx: unable to take control of isa. The tss found that the computer ID was 53 and ran the script exec reset queue at computer ID as 53, which resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.